Event description:
It was reported when using the bd insulin syringe 0.3ml 30ga , the device experienced a deformed stopper. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the stopper was deformed.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Unable to perform complaint lot history check for stopper damaged due to unknown lot number. Root cause: root cause for this defect cannot be determined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.